Event description:
The clinician reports that the day the implant was placed in fdi 33, failure occurred upon insertion. Primary stability not achieved. Patient presented with bone type iii and inadequate bone quality/quantity. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.